Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the device was not detected on the communication bus. The malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a row board cable issue. A field service engineer reseated the row board cables and pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.